Manufacturer narrative:
The explanted lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device replacement procedure, this right ventricular (rv) lead exhibited damage consistent with subclavian crush. It was noted the pacing and shocking impedance measurements had increased since implant, but no out-of-range values were observed. The lead was extracted and a new rv lead was implanted with the new device. No adverse patient effects were reported.